Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via (B)(6) transmission for an appropriate at/af alert. It was noted that the right ventricular lead exhibited undersensing. The device will be monitored. The patient was in stable condition.